Event description:
(B)(6). Same case as MDR# 2134265-2013-00710, 2134265-2013-00711, and 2134265-2013-00732. It was reported that during a stenting treatment procedure, a vessel spasm occurred. In (B)(6) 2012, the patient presented with unstable angina (braunwald class iib) as well as silent ischemia, and was referred for cardiac catheterization. A 0.014 pt2 185 cm guide wire was introduced. The first 80% stenosed, 12 x 3.0 mm, target lesion was a de novo, bifurcated lesion located in the mid left anterior descending artery (lad) extending to the proximal lad. The first target lesion was treated with pre-dilatation. During the balloon angioplasty, a guide wire trauma was noted in the lad with acute closure (no flow) along with a grade f dissection which resulted in chest pain and transient hypotension. The issues were resolved with a 2.5 mm balloon inflation and placement of two promus element plus stents, 2.50 x 16 mm and 3.0 x 20 mm, with 0% residual stenosis. After the stents were deployed, there was a spasm noted just distal to the mid vessel stent in the lad which was crossed again with the 2.5 mm balloon with excellent results. The second, 90% stenosed, 8 x 2.5 mm target lesion was a de novo, bifurcated lesion located in the ramus. The second target lesion was treated with the placement of a 2.50 x 12 mm promus element plus stent with 0% stenosis. During this procedure a stent strut obstruction was noted in the circumflex proper, the side branch was covered by the stent into the intermediate branch. The obstruction was crossed and ballooned with 2.5 x 8 mm balloon with excellent results. The patient recovered the same day and the event was considered resolved. Two days later, the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).